Event description:
It was reported that the procedure was to treat a de novo, concentric lesion below the bifurcation in the right coronary artery with mild tortuosity, moderate calcification and 90% stenosis. A 2.5x12mm rx trek balloon dilatation catheter (bdc) was prepped outside the patients anatomy, advanced without resistance and intended to be inflated for pre-dilatation. However, during the first inflation the balloon ruptured at 8 atmospheres. The bdc was simply removed from the patient anatomy without resistance. Another same size rx trek bdc was used to complete the dilatation procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.